Event description:
The complainant reported that during a therapeutic ercp with lithotripsy, the tip of the basket broke off in the common bile duct while a stone was being crushed. The physician had already done several passes with this basket before the tip detached. The tip was not retrieved. No adverse affects to the pt were reported.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.